Event description:
It was reported that the patient was experiencing extremely strong shocking sensations. Database analysis revealed that there was one contact with high impedance on port d. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing extremely strong shocking sensations. Database analysis revealed that there was one contact with high impedance on port d. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn (B)(6). The returned ipg was analyzed and passed all the required tests and revealed no anomalies. With all the available information, boston scientific concludes that the reported event was not confirmed as the investigation was unable to determine a probable cause for the complaint.